Manufacturer narrative:
G4: 14sep2020, b4: 15sep2020 . No product was returned for evaluation so no root cause could be determined. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18nov2020. B4:29nov2020. The reported phenomenon was confirmed. The evaluation determined that since the flow sensor assembly measured the device's airflow rate/oxygen-flow rate malfunctioned, the reported phenomenon occurred. Therefore, the flow sensor assembly was replaced. After that, the phenomenon was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:22jan2021. B4:28jan2021. The gas delivery system was returned for failure investigation. The out of specification u1 on the air flow sensor board created the low leak-co2 rebreathing risk. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28aug2020.

Event description:
Was reported the unit alarmed to a low leak co2 rebreathing risk. The device was in use with a patient at the time of the event. The unit was swapped out for another unit, however there was no patient harm reported. The customer and the manufacturer's international service technician confirmed the reported issue.